Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for right heart failure and heart failure worsening caused by aortic regurgitation. A cardiac catheterization was performed. The patient is still hospitalized as of (B)(6) 2022. It was later stated that the patient may have developed right heart failure pre-lvad due to dilated cardiomyopathy, but the left ventricle had a considerable effect on the right heart. The patient experienced edema and was treated with diuretic administration. The patient's edema and aortic regurgitation were improving.

Event description:
Additional information reported that stenosis of the outflow graft was suspected based on computed tomography (CT) scan. On (B)(6) 2022 surgical operation was performed to remove a seroma in the gap between the outflow graft and bend relief. The patient developed an arteriovenous malformation (avm) in the legs where there was shunt flow. The avm was confirmed while searching for the cause of the aortic regurgitation and exacerbation of heart failure. The onset of the avm was unknown. The account did not believe there was any relevance between the heartmate products and the avms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft stenosis with a seroma between the bend relief and outflow graft could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 also contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.